Manufacturer narrative:
Result: the penumbra coil 400 (pc400) was kinked approximately 5.0 cm from the proximal end. Conclusion: evaluation of the returned device confirmed the complaint. The proximal end of the pusher assembly was kinked. This damage may have occurred due to forceful handling of the pc400 during removal from the packaging or preparation for use. All penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a coil embolization procedure, the physician noticed that the proximal end of a penumbra coil 400 coil (pc400 coil) pusher assembly was kinked and unable to be used. The kinked pc400 coil was found prior to use and therefore, was not used for the procedure. The procedure was completed using three new pc400 coils.